Manufacturer narrative:
The product was not returned for evaluation. A video was provided. The provided photos are from the video. The video was reviewed. The company cartridge preparation and lens loading were not shown. The company cartridge comes into view as the tip is inserted into the incision. The lens is visible just inside the nozzle entry area. The lens advances directly into the eye with no dwell observed. As the viscoelastic is being removed from the eye a chip can be observed on the trailing optic edge where it was in contact with the handpiece plunger during advancement. A non-qualified cartridge was indicated with an company handpiece, a non- company viscoelastic was also indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. Based on review of the provided video the optic edge has a chipped area where it was in contact with the handpiece plunger. The company 25.5 diopter lens is only qualified for use in the company cartridge. Non-company viscoelastic was indicated. It appeared the handpiece settings may have been changed from the validated settings. No dwell time was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A usb was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) a part of lens optic was missing in the shape of crescent was found after insertion and surgery was completed without removal of iol. No patient harm has been reported. Additional information was requested.